Event description:
(B) (4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina. The unspecified target lesion being treated was located in the mid right coronary artery (rca). During the index, the physician implanted a 3.0x28mm taxus express2 stent in the mid rca. The 2-year follow-up was performed. The patient had stable angina symptom which was worse than the results from the 1-year follow-up. The patient was on bayaspirin and plavix. Treatment and patient status for this event is unknown.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)